Event description:
Per the clinic, the patient experienced pain with stimulation of the device resulting in non use of the device. The results of an integrity test (B) (6), 2009 indicate no malfunction of the receiver stimulator with multiple electrode faults. Explant and reimplantation is planned, but had not taken place at the time of this report december 30, 2009.

Event description:
It was reported that the patient expired. According to the physician's office, device failure is not suspected as the cause of death.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2009 and the patient was reimplanted with another device during the same surgery.(B) (4).

Event description:
It was reported via the sales representative that during a surgical procedure, the bur broke when the surgeon was starting to drill. It was also reported that the patient was not impaired by this event, the broken pieces did not fall into the surgical site and there was no delay in surgery. It was further reported that another bur was readily available and the procedure was completed successfully.